Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, the console is beeping and when the doctor was touching skin or thyroid and getting a nerve response and a lot of excess background noise and "inaccurate responses." Threshold was set to 100. Electro surgical equipment (cautery) was used but not at the same time as stimulation. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis could not confirm noisy. Unit presented with sw 1.7.5. However, unit presented with broken housing/case. H6: previously added imdrf annex codes b17, c20, d16 are no longer applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); h3: analysis verified noisy. Unit presented with sw 1.7.5. And broken connector pin(s) on afe pcba board. H6: previously added imdrf annex codes b17, c20, d16 are no longer applicable product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis verified noisy. Unit presented with sw 1.7.5. And broken connector pin(s) on afe pcba board. H6: previously added imdrf annex codes b17, c20, d16 are no longer applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.